Manufacturer narrative:
Based on the claim against the product by the customer noting smoke under the yellow insulation area, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the permanent cautery hook instrument smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon observed smoke under the yellow insulation area of the permanent cautery hook instrument after energy activation. The procedure was completed by replacing with a back-up instrument of the same kind. There was no report of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken conductor wire at the weld. Failure analysis found the primary failure of the broken conductor wire to be related to the customer reported complaint. An electrical continuity test was performed and failed. Thermal damage was observed near the weld where the conductor wire was found broken. The root cause of this failure is attributed to device design. There were additional observations not reported by the site and related to the reported issue. The instrument was found to have thermal damage on the monopolar yaw pulley, likely caused by the broken conductor wire. There was thermal damage found at the weld location. The root cause of the monopolar yaw pulley thermal damage is attributed to device design. The instrument was found to have thermal damage on the conductor cap. The root cause of this failure is attributed to mishandling/misuse. The instrument was also found to have thermal damage on the distal clevis near the weld location. The root cause of this failure is attributed to device design. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have derailed grip cables at the distal end. The yaw motion may be non-intuitive as a result. The root cause of the derailed grip cables was attributed to a component failure. Derailed cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The probable root cause of the broken conductor wire is primarily attributed to device design, as conductor wire management issues can result in damage to the wire itself and the weld. The conductor wire is not properly constrained to the hypotube, and the non-round yaw pulley cap allows for the wire to escape or pinch. Damage to the instrument¿s conductor wire can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to dislodgement and pinching. In addition, the probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was not inspected prior to use. The surgeon activated monopolar coagulation energy with the integrated erbe electrosurgical generator unit (iesu) and was dissecting tissue when the issue occurred. The iesu settings were cut 3/40w and coag 3/40w. The instrument was in use for about twenty minutes up until the reported event. A maryland bipolar forceps instrument was also in use when the smoking event occurred. No arcing or instrument collision were observed during the procedure. No evidence of thermal damage was identified on the instrument. The instrument tip did not come in contact with any other objects when the issue occurred. Additionally, the tip was not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. It was confirmed that there was no patient harm, injury or adverse outcome.

Event description:
Refer to h10/h11 for follow-up information.